Event description:
The account alleges that the head hi/low function is drifting downward.

Manufacturer narrative:
Multiple attempts were made to contact the customer, requesting they contact hill-rom. The purpose is to determine if this issue has been resolved. To date, no response has been received by hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.